Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer states they had fallen causing the infusion set to come off. The customer attributes the highs to the infusion set having come off. The customer states paramedics were called to treat. The customer's blood glucose level at the time of incident was 455mg/dl. The customer states they treated with pump. The customer's most current level was 164mg/dl. Troubleshoot was conducted. The customer states the pump was functioning fine. The customer was advised to monitor the device and call back if issues persist.